Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image and no image was damage to the circuit board in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a no display issue, with a sandstorm effect and noise in the image. The issue was found during inspection for use. There were no reports of patient involvement.